Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, no premature occlusion alarms were found during testing. The pump was occluded when pressure was building up as it was intended to. There was no fault found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had sensor failure. The pump is alarming that it is occluded when it isn't. There were no reported adverse events.

Event description:
Additional information was received indicating that there was no patient or clinical injury.